Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 would not let gas through the btt. The gas would flow through the line but would stop as soon as it was connected, and the machine would read occluded. A new device was opened to complete the procedure with no issues. There was a delay. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4 unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." The lot # 3000404363 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 would not let gas through the harvesting cannula or the btt. The gas would flow through the line but would stop as soon as it was connected, and the machine would read occluded. A new device was opened to complete the procedure with no issues. There was a delay. There was no patient harm.